Manufacturer narrative:
No parts were returned. Investigation was based on a picture we had received. According to the picture, the support arm broke at the joint nearest to the bracket. The support arm is a casting and it most probably developed a crack at an earlier occasion either by overloading, or impact, and this led to the reported breaking. The support arm has been successfully tested for mechanical strength and is designed according to standard. It is unknown under which circumstances the support arm broke.

Event description:
It was reported that the support arm broke at the lower end. There was no patient involvement reported. (B)(4).